Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for this event. The cause of the peritonitis was unknown. The patient received unspecified outpatient treatment for the peritonitis. The action taken with pd therapy were not reported. At the time of this report, the patient was recovering from the event. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.